Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient was charging too frequently starting in (B)(6) of 2016. The patient typically gets 8 coupling boxes darkened. The implantable neurostimulator battery is taking longer to charge and depleting faster than expected. If he charges full and checks shortly thereafter, the implantable neurostimulator will show as not fully charged. The patient has not recently been reprogrammed or switched to a new group or increased parameters. The patient has not had any previous overdischarge events. The patient had an unrelated bowel surgery in 2015, and it is unknown if this surgery effected the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.